Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Based on the current test results of the retention material, the product concerned complies with the specification. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number mg00151367 compared to a stago laboratory method using neoptimal reagent. On(B)(6)2023 the patient had a meter result of 7.7 inr while the laboratory result was 5.5 inr. On (B)(6)2023 the patient had a meter result of 5.5 inr while the laboratory result was 3.8 inr. On (B)(6)2023 the patient had a meter result of 6.2 inr, and on another roche meter a result of 6.7 inr while the laboratory result was 4.58 inr. The time difference between the measurements was less than 3 hours. The patient's therapeutic range was 2.5-3.5 inr.